Event description:
General report received of an unspecified number of undocumented incidents of air in the tubing sets, distal to the air eliminating filter. On unspecified dates, the tubing sets were being used to deliver unspecified volumes of total parenteral nutrition (tpn), at unspecified rates, via gemstar pumps. It was reported that approx 2 hours after the deliveries were started, the pumps alarmed for air in line. At this time, the customer contact reported that unspecified volumes of air were noted in the tubing sets, distal to the air eliminating filter. No air was delivered to the pt. The tubing sets were replaced and the therapies were resumed. There were no reported adverse pt effects and no reported delays of therapies critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.